Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application (iphone se, ios: unknown). The customer reported that the high/low glucose alarm failed to sound, and the customer indicated that they required third-party treatment due to this issue. However, no further details were provided as the call disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application (iphone se, ios: unknown). The customer reported that the high/low glucose alarm failed to sound, and the customer indicated that they required third-party treatment due to this issue. However, no further details were provided as the call disconnected. There was no report of death or permanent injury associated with this event.